Event description:
It was reported that the patient was admitted with a gastrointestinal bleed. The patient proceeded to have a suction event on (B)(6) 2024 following a procedure. The speed was decreased at that time and flow remained at 1.8 lpm. Log files were submitted for review and captured low flow events on (B)(6) 2024. There did not appear to be any type of mechanical circulatory support equipment issues causing the events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the gi bleed was confirmed by an enteroscopy and treated with a blood transfusion. The procedure was an upper device-assisted enteroscopy without fluoroscopy. The patient experienced symptoms of shortness of breath and pallor with the low flows. The bleeding and low flow alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.